Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product information required to review the device history records was not provided. The investigation was limited to the information provided. The investigation could not verify or draw any conclusions about the reported fracture. However, the reported patient large physical stature and activity level are possible contributing factors. Based on the investigation findings, the need for corrective action is not indicated.

Event description:
The patient was revised because she fractured her medical condyle. It was noted the insert was slightly worn and the femoral component was loose unknown if loose before or after fracture.